Event description:
Additional information was received that defibrillation therapy was disabled during the event.

Manufacturer narrative:
The reported events of premature discharge of battery, no inductive telemetry and no rf telemetry were confirmed. The device was received with no telemetry communication and no output. A visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found depleted. The feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Theybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported events. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on (B)(6)2022 for a subset of devices distributed and implanted outside of the united states.

Event description:
Following a magnetic resonance imaging (MRI), the device as found to be in backup vvi mode (bvvi). The device has not been programmed into MRI mode. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable with no consequences.